Event description:
It was reported that the patient experienced a sudden loss of consciousness and the electrocardiogram (EKG) showed pulseless electrical activity (pea.) Cardiopulmonary resuscitation (CPR) was performed and pharmacological treatment was given, but both were unsuccessful due to the patient's terminal heart and pumping failure. The cause of the pea could not be obtained and it was noted that the device did not deliver therapy. The patient was a participant in the (B)(6) study. The patient expired from sudden cardiac death.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lead serial number, the manufacturing date cannot be determined. (B)(4).